Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, it was noted that insertable cardiac monitor (icm) exhibited undersensing that caused no entry or exit of af episodes. The programming changes were made. The patient was stable throughout.